Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for separates & bending during use. H3 other text : see h.10

Event description:
It was reported that the unspecified bd¿ pen needle bent easily and came out of the pen during use. The following information was provided by the initial reporter: "I find that they bend easily or come out and that scares me. My husband and I both used them but we are going to try something else."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Reporter: the customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle bent easily and came out of the pen during use. The following information was provided by the initial reporter: "I find that they bend easily or come out and that scares me. My husband and I both used them but we are going to try something else."